Event description:
A customer reported that the equipment displayed a system message indicating that there was a footswitch error, then locked during a procedure. An alternate system was used to complete the case with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).